Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the reported issue could be replicate. Motion batteries were replaced as the batteries were not holding charge long enough. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was used to perform 2 hd image acquisitions and when the system was being moved out of the room, it powered down before it could be moved to the next room. It was reported that the system was plugged in all day before the case. The system was re-plugged and was used for a different case. The reported issue occurred again while moving the system outside of that room. There was no patient present at the time of the issue.